Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): performance data were collected from the device and analyzed. There was one power on reset (por) for write to locked random access memory on (B)(6) 2012. There was one patient alert for por on (B)(6) 2012.

Event description:
It was reported a power on reset (por) occurred on the device. The por was cleared and the device remains in use. No patient complications have been reported as a result of this event.